Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was an attempted implant. Normal test results were observed prior to the device being placed in the pocket; however, once inside the pocket, electrograms showed intermittent pacing in unipolar configuration despite the device having been programmed to bipolar configuration. The device was removed from the pocket and the device returned to normal operation. Device to lead connections were confirmed appropriate. The clinical observations were not resolved despite troubleshooting. The physician requested a replacement device due to the prolonged procedure and the patient's intolerance. The replacement device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was an attempted implant. Normal test results were observed prior to the device being placed in the pocket; however, once inside the pocket, electrograms showed intermittent pacing in unipolar configuration despite the device having been programmed to bipolar configuration. The device was removed from the pocket and the device returned to normal operation. Device to lead connections were confirmed appropriate. The clinical observations were not resolved despite troubleshooting. The physician requested a replacement device due to the prolonged procedure and the patient's intolerance. The replacement device was implanted without further incident. No adverse patient effects were reported.